Event description:
Biomed reported that the device was displaying error code 1111 (cbit) check vent: oxygen device failed. It was unknown how the issue was found. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the device had only 55 hours of operation when the issue occurred (diagnostic code 1111, o2 device failed). The ventilator continues to deliver breaths that were targeting the 21% o2 concentration setting regardless of the user setting the o2. The remote service engineer (rse) provided the following instructions, 1) inspect the o2 inlet filter for contamination or debris; 2) perform the high-pressure leak test (section 9.5); 3) verify o2 flows; 4) replace the o2 valve and da pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: a field service engineer (fse) arrived on site, and reported that the customer complained of "cbito2devicefailed" error. The fse found error code 1111 (cbito2devicefailed error) in the logs. Per the service manual (rev n), the fse inspected the filters, and the filters appeared to be clean. The fse then performed a high pressure leak test, and the device passed the test. The fse then proceeded to perform a o2 mix accuracy test; however, the device failed the o2 mix accuracy test. It was noticed that the device had a low flow on o2; the fse then performed an o2 flow accuracy test, and the device also failed. It was reported that the device had software version 3.10. The fse performed an additional test (flow sensor zero calibration), and the device passed. After performing the previous steps, the fse replaced o2 solenoid with new o2 solenoid. After the repair, the fse completed tests 1, 2, 4, 6, and 8, and the device passed all testing for 1, 2, 4, & 6; but failed test 8 with an average o2 slpm of 0, when the flow was set to 10. The fse determined that further part replacement was required, and recommended that the data acquisition printed circuit board assembly (da pcba) be replaced.

Manufacturer narrative:
H10: the data acquisition printed circuit board assembly (da pcba) and oxygen solenoid valve were replaced to resolve the issue. The information provided by the evaluation determined the device failed to meet specifications. Following the repair, the device was placed back into service. The failure occurred outside of clinical use and therefore presents no direct patient harm. The part has been received, however, root cause analysis at the component level is pending. A supplemental report will be submitted when the part is evaluated.

Manufacturer narrative:
H10: the removed oxygen (o2) valve was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the valve and reported there was no debris noted nor any issue with the valve's o-rings. The pil technician installed the o2 valve into a pil v60 standard test bed (stb) for testing. The reported error code (1111: o2 device failed) could not be reproduced in testing. The o2 valve passed all high-pressure leak and system leak testing. The valve passed all air flow, o2 flow and o2 concentration testing. The component was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and reported there was no anomalies. The pil technician installed the da pcba into a pil v60 standard test bed (stb) for testing. The pil technician verified passing results for high pressure leak test and flow testing. Tech could not duplicate the da pcba failure from the service. The suspect da pcba operates on the pil v60 standard test bed (stb) without issue or error code. The suspect da pcba operates as designed. Conclusion: no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.